Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet device and observed the pump in a fill-tubing state upon powering on, with the cause of the low glucose not understood. Symptoms included low blood glucose requiring treatment with oral fast-acting carbohydrates. Outcomes included self-treatment at home without medical intervention or alarms. Investigation included customer interview and review of device use history as available. Investigation of this case revealed insufficient evidence to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemic event could not be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.